Event description:
Product gave excellant blood return immediately after implantation in 2000. Pt was not accessed again until the event date. At that time, nursing staff could infuse but not aspirate. Pt was then sent for a dye study that showed contrast agent coming from a hole four (4) cm proximal to the tip of the device catheter. No contrast agent came out of the end of the catheter, pt was scheduled for removal and replacement with a new device in 2000. No further details were provided at this time.